Event description:
It was reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading. She stated that the insulin pump had dropped the insulin pump in mayonnaise, and she rinsed the insulin pump prior to receiving the alarm. She noted that after she had rinsed the device, she noticed that water got under the display screen. She stated that she tried to suspend the insulin pump after noticing this, but the device would not allow her to. The device then alarmed button error. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.